Event description:
During tunneled line placement via right internal jugular (ij), a four french micropuncture introducer was fractured. Therefore, its distal piece, which was retained over the guidewire, had to be retrieved. It was done via the right femoral and jugular approach using a six french snare. It was successful. At the end, a 14 french tunneled line was successfully placed via the right ij as planned. The pt tolerated the procedure well.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. Event is still under investigation.